Manufacturer narrative:
It was confirmed that the 'hairy'' sheath referred to the sheath not being smooth. Prior to decontamination visual inspection confirmed there was no particulate or fibres adhered to the coating along the length of the device. Coating presence was confirmed along the device. Device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. Longitudinal and radial scratches were visible on the taper tip. The tip of the graft cover was frayed with scratches visible over the ro marker. A gap of 1.0mm was observed between the taper tip and graft cover tip. The reported coating issue could not be confirmed through analysis, however the reported positioning difficulties were confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the replacement device was a 36-36-150 valiant. It was confirmed that a guide sheath was not used with the first valiant device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was intended to be implanted in a patient for the endovascular treatment of a 60 mm diameter thoracic aortic aneurysm. It was reported that during the index procedure, after opening the device packaging the physician found that the hydrophilic coating of the device could not be activated. It was noted that the sheath was "hairy" and it could not enter the femoral artery. The device was replaced and another valiant captivia was successfully implanted to complete the procedure. Per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.